Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal a tampon fell apart leaving pledget pieces inside her vaginal cavity. She manually removed some pieces and others expelled from her vaginal cavity on their own. She consulted with her obgyn who advised her to discontinue using tampons for a few days. She experienced vaginal pain and self treated with ibuprofen. Her symptoms have since resolved. Consumer reported she made a future appointment to follow-up with her obgyn. Attempts have been made to obtain information about her appointment, however, no further information has been received.